Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on the (B)(6) 2015. Upon that assessment, the unexpected negative weak d test wells in question visually appeared as the galileo neo result outcome, i.e. Negative. The event is most likely related to the weakened expression of d antigen on the donor's red blood cells.

Event description:
On (B)(6) 2015, a customer reported an unexpected weak d assay negative outcome on a galileo neo, when tested on (B)(6) 2015.